Manufacturer narrative:
A ge oec svc rep investigated the issue and found the generator interface board (gib) was causing the error. The gib was removed and replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No pt was involved as the facility was repairing the sys when the new error displayed the malfunction.

Event description:
The ge oec 9800 fluoroscopy sys displayed an a to d channel 15 error after facility biomed engineer replaced a high voltage cable to repair a temperature sensor.